Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedances as well as noise. The patient was seen in clinic with the same results. The physician is planning to open the pocket and check for device connection issues in the near future. To date, no adverse patient effects have been reported.